Event description:
On (B)(6) 2012, the patient's mother contacted animas and reported that the patient has had intermittent low blood glucose (bg) readings in the 33 to 54 mg/dl range for the past 3 weeks while at school. The reporter stated that the patient typically was asymptomatic with the low bg's, but at times mentioned to his teacher or school nurse that he did "not feel well." In response to the low bg's the patient would eat 5 glucose tabs and some crackers or glucose gel and his bg would return to normal range. At the time of the call, the reporter informed customer support that she did not have the subject meter with her. The patient's mother declined to call back to review and troubleshoot pump. Customer support noted that the reporter stated that the patient was going through puberty and his hcp had been making adjustments including the I:c ratio during the day. This complaint is being reported because the patient obtained bg readings below 40 mg/dl while on insulin pump therapy. This report is made based on the indication that insulin pump use could not be ruled out as a cause or contributor to the low bg events.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.